Event description:
The pt was treated in the study with precise stent to the left bifurcated common carotid artery in 2009. The pt left the angiography suite neurological intact. The precise stent and angioguard were successfully used with no malfunctions. On the same day of the procedure, the pt experienced reflex changes, right hemiataxia, and right hemiparesis. The pt was diagnosed with a stroke. The event was documented as unrelated to the cordis product, unk if related to anticoagulation, and related to the index procedure. The duration of the neurological event is unk. The pt's recovery status is unk. The pt has no known allergies to nitinol, nickel or titanium. The pt had aphasia from a prior cva in 2003. A 6fr sheath introducer was used. There was a tight seal between the sds and the toughy borst valve of the sheath introducer/guide catheter during aspiration. The user aspirated prior to contrast injection. There were no bubbles noted during the procedure. There was no thrombus noted pre and post deployment. The pt presented sign and symptoms during the evening of the index procedure. The pt received a neurological consult, CT scan, and inpatient rehabilitation. The pt is still hospitalized from the event. The pt still has right lower hemiparesis, aphasia, ataxia. The pt displayed the symptoms after the index procedure. It is unk if the angioguard or precise was in place when the hemorrhagic stroke initial occurred. At the time of discharge, the pt still had major residual right side deficit and aphasia. The pt was aphasic prior to procedure from previous stroke; however, prior to the procedure, the pt was able to say a few words and post procedure. However, before discharge, the pt was unable to say any words appropriately. The pt was discharged from inpatient rehab services in 2009. Hospital scor is 7 with rankin at 3. Pt will continue with outpatient rehab services. It is unk if the pt's deficits are permanent.

Manufacturer narrative:
This product is not available for analysis as stated. Additional info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 9616099-2009-01250.